Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the device was explanted due to infection. The patient tolerated the procedure well and was stable after the explant.